Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition that the device continued to run with the safety on was duplicated. Based on the investigation details, maintenance was completed throughout the device and components were replaced wherever necessary. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece continued to run with the safety on during a podiatry procedure. The case was completed successfully with another drill. There were no adverse consequences reported as a result of this event.